Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet. There was no reported impact to customer¿s blood glucose level. Reportedly, the pump would not charge after leaving the pump plugged into the power source. The customer reverted to manual injections for insulin therapy,

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.